Event description:
It was reported that this right ventricular (rv) lead got its tip damaged while the patient underwent a procedure, which caused it to be unable to sense or deliver pacing, so it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.